Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hi all, today I have been informed of a broken instrument at frimley park. Part 527373 lot a6779 no harm was caused and no delay.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned slap hammer m6/m10 adaptor revealed damaged/worn threads. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.